Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the front response button tactile switch was missing from the monitor. The root cause of the damaged response button could not be positively identified, but the damage was likely caused by the use of excessive force when using the response button. No adverse event occurred as a result of the defective response button. The last person to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a defective front response button. The last patient to use this monitor did not report any deficiencies.